Manufacturer narrative:
One device was returned for analysis. Visual inspection found a degraded downstream occlusion seal. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the flex circuit, motor, lens, and downstream occlusion seal were replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a cassette error. There was no patient involvement. The issue was discovered during testing.